Event description:
It was reported the patient's (germany) extension fractured. In turn, the patient underwent surgical intervention to explant and replace the extension which resolved the issue. It is unknown if the patient experienced any complications as a result of the event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.